Event description:
Manufacturer rep reported no stimulation after patient was out shopping. Device was not on at the time. The device was interrogated by the manufacturer rep resulting in "power on reset". Further interrogation by the rep was performed resulting in another "power on reset". The device was replaced. The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.